Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had t-wave over sensing causing the right ventricular lead to shock. The patient was having an electrolyte imbalance and received electrolytes transvenously. The lead remains in use. No patient complications have been reported as a result of this event.